Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the curved cannula associated with this notification and completed its investigation. The reported complaint was confirmed. The curved cannula was found to exhibit a weld defect. When compared to an in-house curved cannula, the shaft was found to be pointing in different directions indicating the weld was not holding and that the shaft had rotated. In may 2014, field safety notice 2955842-02-28-2014-001-r was delivered to the site and acknowledged. The field safety notice requested for all single-site 5mm curved cannulae including part 428062-03 to be replaced and returned. This complaint is being reported due to the following conclusion: the single site curved cannula exhibited a weld defect that could potentially cause or contribute to an adverse event.

Event description:
It was reported that prior to the start of a da vinci procedure, the curved cannula was found to be able to spin. There was no report that any fragment(s) from the cannula fell into the patient and there was no report of any patient harm, adverse outcome or injury due to the reported issue.